Event description:
On (B)(6) 2010, pt reported she has been having higher than normal blood glucose readings since (B)(6) 2010. Pt stated her readings have been up in the 500's mg/dl. Pt reported having symptoms of vomiting on (B)(6) 2010. Pt's normal blood glucose range is usually around the 180's mg/dl. Pt stated she has been taking 4.0 units of insulin every 15 minutes and it has not affected her blood glucose. Pt reported she will giver herself an injection of insulin and it will bring her blood glucose down. Pt stated she feels like the insulin is not properly being delivered. Pt reported she has not been receiving any error messages. Pt is using a competitor's infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.